Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 4554ml. The largest prescribed fill volume was 2600ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv found during evaluation. According to the nurse the patient did not report any symptoms of overfill. The patient opted to no longer perform peritoneal dialysis therapy, therefore, the patient is now on hemodialysis. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of this device has begun, however, has yet not been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Event description:
Based on analysis of the device, the polytetrafluoroethylene (ptfe) coating was noted to be peeling. There were no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The assignable cause of the iipv was determined to be insufficient drain due to use error as the tidal ultrafiltration removal was set too low. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be sufficient for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).